Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. One retain sample from the same lot (7470322) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that doctor noted "asymmetric vault" in the patient's left eye approximately 2 months post lens implant. Posterior capsule opacification was also observed as well as capsular fibrosis and striae. A yag procedure was performed to treat the capsular fibrosis/striae and vaulting on (B)(6) 2016. The surgeon indicated that the likely cause of the event was due to "capsular fibrosis". The patient's current status is "good".